Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarms, the customer would either changed the supplies on the pump or revert to using insulin injections to manage diabetes. The customer's blood glucose (bg) level was 230 mg/dl and an insulin injection was used to address the bg level. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.